Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patients had an infection. The procedure details and patient impact were unknown. Additional information has been requested. Additional information received has now identified the patient associated with this report experienced toxic anterior segment syndrome (tass) in the left eye (os) after a cataract surgery. The patient was referred to a retina center for follow-up.